Manufacturer narrative:
(B)(4). Correction: (B)(6). Additional information: the device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of the lot. A retained sample of the lot concerned was reviewed and no foreign material was found in the header, housing, or any part. Visual inspections were performed which included stereomicroscopic, scanning electron (sem), energy dispersive spectrometer (eds), and fourier transform infrared spectroscopy (ft-ir) examinations. During visual inspections, brown specks were noticed at the venous end of the blood outlet. The particles were flake-like and friable. The largest of these was approximately 0.6 mm. Eds analysis of the particles resulted in moderate levels of iron and oxygen and some low levels of manganese in the particles. Ft-ir analysis produced spectra with absorptions consistent with a secondary amide material. The particles were determined to be a secondary amide with oxidized iron. Upon conclusion of the investigation, the reported issue of particulate matter was verified. The cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer discovered particulate matter inside a xenium 130 dialyzer. This event occurred during the priming process step. It was reported that there were several pieces of brown particulate matter inside of an unknown compartment of the dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information becomes available, a supplemental report will be submitted.